Event description:
It was reported that the patient presented in the emergency room experiencing twitching in their left arm. X-rays revealed that the right ventricular lead had dislodged. The lead was not sensing or capturing. The patient had their rv lead explanted. Patient condition was not reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.